Manufacturer narrative:
Concomitant medical product: 6947m62 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead during ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.